Event description:
It was reported that during a bypass procedure, the monolyth oxygenator exhibited low po2 readings. The oxygenator was changed out with another monolyth oxygenator and the procedure continued without further incident. There was no pt injury.